Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No reset error alarm was noted and the insulin pump passed the reset error test. The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump had minor scratches on the display window.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level was 200 mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.